Event description:
It was reported to boston scientific corp that a endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy placement procedure. According to the complainant, the trocar and the guidewire were placed in the pt. The polypectomy snare was introduced into the scope in order to grab the wire, however, the snare did not close. When the snare was retracted through the scope, it was noticed that the loop portion of the device had broken off. The physician decided not to retrieve the detached portion of the device from inside the pt. The procedure was completed with another endovive initial placement peg kit. The pt's condition at the conclusion of the procedure is not known. However, "the physician doesn't feel the pt will experience any complications of the device". Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.